Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and weak battery from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated with food. The customer stated that she took of the battery cap when weak alarm occurred. The customer was instructed to clear the weak battery with escape and act buttons. The customer stated that the battery in use is (B)(6) aaa power. The customer was advised to monitor the pump.